Event description:
This report is to advise of a fracture in the catheter noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Visual inspection revealed a kink 0.77¿ proximal to the distal tip, just proximal to the pull ring. Testing revealed optical fiber 1 was fractured at the location of the kink in the shaft material, consistent with the observed ¿no contact force¿ error message and the reported event. The red and green tc2 wires were fractured at the same location as the fracture in the backfill adhesive, consistent with the observed ¿thermocouple signal loss¿ error message. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fracture was determined to be damage to the catheter tip during removal of the catheter from its packaging.